Event description:
Boston scientific cardiac rhythm management (crm) received information that this left ventricular (lv) transvenous pace/sense lead was not capturing in any configuration. It was further stated, pocket stimulation was noticed when device was pacing at high voltages and the health care professional (hcp) suspected a lead fracture. No adverse patient effects have been reported.

Manufacturer narrative:
Information to date indicates that lv pacing has been turned off. The hcp along with the patient were discussing options going forward. A lead revision procedure was scheduled, however the patient did not attend and the procedure was cancelled. At this point unsure if the patient is opting to have the device serve solely as an implantable cardioverter defibrillator (ICD) or have another lead revision scheduled. This event will be updated with the availability of new information. Subsequently, approximately four years later, this lead was surgically abandoned during an associated device change out for normal battery depletion. No adverse effects reported and another boston scientific lead successfully implanted.